Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported issue was confirmed for the needle extruding out of the sheath, however, difficulty retracting the could not be confirmed. Visual examination of the returned device found that the needle was extruding out of the sheath, and also that the handle was out of the original position in the carton insert. A functional evaluation revealed that the needle could be extended and retracted without issue. The most probable root cause is considered handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of seven devices that were involved in the same procedure. Refer to associated MFR report # 3005099803-2011-01110, # 3005099803-2011-01111, and # 3005099803-2011-01113, #3005099803-2011-01116, # 3005099803-2011-01117, and # 3005099803-2011-01118, for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during an endoscopic variceal ligation (evl) procedure in the stomach. According to the complainant, the first needle was opened, and it was found that the needle was able to extend out of the sheath, but could not be retracted back into the sheath. The physician examined four additional optiflo injection needle devices in the same box and found the same problem. The physician then opened another box from the same batch number. Two additional optiflo injection needle devices were found to have the same problem. The physician used a cook syringe needle to finish the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of seven devices that were involved in the same procedure. Refer to associated MFR report # 3005099803-2011-01110, # 3005099803-2011-01111, and # 3005099803-2011-01113, #3005099803-2011-01116, # 3005099803-2011-01117, and # 3005099803-2011-01118, for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during an endoscopic variceal ligation (evl) procedure in the stomach. According to the complainant, the first needle was opened, and it was found that the needle was able to extend out of the sheath, but could not be retracted back into the sheath. The physician examined four additional optiflo injection needle devices in the same box and found the same problem. The physician then opened another box from the same batch number. Two additional optiflo injection needle devices were found to have the same problem. The physician used a cook syringe needle to finish the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.